Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient has suffered serious injury and harm. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 2/7/2014 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 02/26/2014. Wpc complaint reported 1 unknown hip (original report), 1 cup and 1 head. To retain the original report date, and because the head was the last reported product, the head information will be integrated into the unknown hip, and the wpc head will be rejected as a duplicate report.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 3/16/2015 - medical records received. Patient revised to adress synovitis. Upon revision, clear fluid and a gray blush to the tissues were noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on: 03/19/15.